Event description:
It was reported that there was a connection issue between the patient connector of two (2) minicap extended life pd transfer sets and the titanium adapter. This was observed when the nurse was replacing the set for the patient. The devices were for use in peritoneal dialysis therapy. As a result, the transfer sets were replaced; however, the titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two actual samples were received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests which included leak, clear passage, clamp function and integrity of seal surface tests were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.